Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is intermittently unresponsive. Reportedly, the customer is unable to unlock the pump. Customer had elevated blood glucose levels (329 mg/dl). Customer reverted to a back up pump and delivered a bolus to stabilize blood glucose levels.